Event description:
On 11/22/96 the lab rec'd a pt serum potassium result of 6.5 mmol/l using device + (potassium) slides on co's 250 analyzer. The lab re-ran the sample and rec'd a result of 3.5 mmol/l. The first result was not reported to the physician. On 11/23/96 the lab analyzed a serum potassium sample in duplicate. The lab rec'd results of 9.6 and 6.8 mmol/l respectively. The first result was not reported to the physician.

Manufacturer narrative:
The info provided to ortho-clinical diangostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exits between the product and a potential death or serious injury. Investigation summary: a modification has been developed to reduce salt buildup and will be installed on all analyzers. The modification is a hardware change to enhance reference arm alignment and a software change that adjusts the reference-fluid pump to reduce the possiblity of static residue which can affect potassium results.